Event description:
Reportedly, when the surgeon fired the eea, everything fired fine, but upon removal, the instrument would not release from tissue. The proximal donut was 3/4 of the way cut, the distal end of the donut was fine. A sigmoidiscope was performed and a tear was noticed, also a small leak occurred. Suture was used to repair the tear and leak.